Manufacturer narrative:
On (B)(6) 2019. On (B)(4) 2019. Philips field service engineer (fse) confirmed the unit alarmed with led failure displayed on the screen. Fse replaced the power management board to resolve the issue. Unit passed all required test successfully. Unit is ready for clinical use.

Event description:
The customer reported "alarm led failure" (error code 1105). No patient/user harm reported. Event date not specified; estimate used.